Event description:
A zoll distributor electrode belt sn (B)(4) indicating that it would not communicate properly with a test monitor.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with test monitor) was confirmed. As rec'd, there was an open green (+3.3v) wire in the trunk cable. The cause of the inability to communicate with a test monitor is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the open wire.